Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown), but the device paddle control buttons were not operable. The clinician then attached a set of electrodes to the pt, and the pt was successfully defibrillated. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.